Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient is using a continuous glucose monitor (dexcom) and patient¿s blood glucose (bg) levels reached 495 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found leaning up against the patient¿s skin and it was sideways, thus, bent. As treatment, patient¿s mother bolus and a new pod was applied. They had decreased the basal rate on (B)(6) 2018 and then restarted and changed basal rate back to where it was on the evening of the (B)(6) 2018. Patient's mother called the doctors office and was told to give the patient injections.

Manufacturer narrative:
The device was received with low batteries, and the data from the device could not originally be downloaded. After connecting to an external battery, the data was able to be downloaded from the device. The data did not show any time outs, drive stalls, or signs of struggle during the run, which would be expected for a damaged cannula. No abnormalities or deficiencies were found with the needle mechanism assembly that could cause high blood glucose levels.